Event description:
Reporter alleged she obtained discrepant blood glucose of 488 mg/dl back to back with a result of 170 mg/dl when testing was performed less than 10 minutes apart on the compact plus system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions where reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.